Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery was depleting faster than anticipated. It was noted there were gradually increasing thresholds on the right ventricular (rv) lead. The ipg and lead remain in use. No patient complications have been reported as a result of this event.